Manufacturer narrative:
The insulin pump had a button error alarm and no up and down button response due to flattened button dome switch. No stuck buttons, ramping number on their own or scrolling bar moving anomaly noted. The insulin pump was received with scratched lcd window, cracked case near display window corner, cracked reservoir tubelip and cracked on battery tube threads. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a button error alarm. The blood glucose at the time of the incident was 180 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.